Event description:
The manufacturer has been notified about an issue with a dreamstation auto bipap w/humid/ht, dom device. It is alleged that the patient developed pulmonary fibrosis, which they believe is a result of using the device.